Manufacturer narrative:
Continuation of concomitant products: w4tr03 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that apparent noise and impedance flucuations on the right ventricular lead were noted on electrogram during a clinic follow up. The left ventricular lead threshold was also noted to be possibly high on one day. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.